Event description:
Consumer complaint of blood result reading of "hi". Customer states that he feels well and requires no medical attention. Customer's expected blood result are 200-500mg/dl fasting. Verified the strips expired 09/20/2014. Reviewed meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user has high glucose value. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "hi." Customer states that he feels well and requires no medical attention. Customer's expected blood result are 200-500mg/dl fasting. Verified the strips expired 9/20/2014. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).